Manufacturer narrative:
Concomitant product: 4951 lead, implanted: (B)(6) 1992; 5866-9m lead, implanted: (B)(6) 2001. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable.

Event description:
It was reported that oversensing noise and increasing/unstable impedance were observed for the left ventricular (lv) lead. A lead fracture was confirmed and is thought to have been triggered by age-related degradation. The ventricular sensitivity was reprogrammed and the patient was referred to the hospital where the patient initially underwent device implantation. The lv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.